Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor had a false alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The fsr could not duplicate the reported complaint. The system was tested, and everything functioned as expected. The fsr instructed the user facility on how to set the level sensor pads before use. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.